Event description:
Edwards received information that this aortic bioprosthetic valve, implanted 13 years, was explanted due to aortic regurgitation. A tear was observed on the leaflet during examination of the valve at explant. The valve was replaced by a 21mm pericardial valve. Patient was reported to be in recovery.

Manufacturer narrative:
Additional manufacturer narrative: the device was returned and visually inspected. The clinical observation of regurgitation secondary to leaflet tear was confirmed. As received all three commissures exhibited leaflet tears, one partial and two full tears. The tissue appeared to be thickened and swollen at all three commissures. Additionally, leaflet 1 had two (2) holes at commissure 2 and a third hole was observed on leaflet 2. All three (3) holes did not penetrate through the entire thickness of the leaflets. Multiple perforations were observed on all three leaflets. Perforations were beveled at the outflow aspect. Such observations are typical characteristics of those caused by suture tail abrasion. Multiple sutures were observed on the sewing ring near all three leaflets. Perforations match up to suture positions when leaflets are in open position. Incidental findings include: minimal calcification was observed and confirmed via x-ray in the cusp area of leaflet 2 and minimal to moderate calcification was observed in the cusp area of leaflet 3. Minimal host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 5mm. Minimal host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 2mm. Host tissue was minimal at both the stent inflow and stent outflow. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.